Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient changed his infusion set due to a kinked cannula and encountered high blood glucose level. He faced this issue with two infusion sets. Patient's blood glucose level at the time of this event was 500 mg/dl. The patient changed his infusion set site, administered correction boluses using the pump and multiple dose injections therapy by insulin pens, but it did not decrease. Subsequently, the patient went to the emergency room and continued pump therapy. The customer stated that due to his blood glucose level being high he could not recall if he was administering the correct correction amounts via the pump. Then he was taken to the intensive care unit and hospitalized. The patient received insulin via intravenous drip as corrective treatment, which made his blood glucose level stable and he was released with the use of the pump. The infusion set had been in use for one day. The patient did not notice any damage when the package was first opened. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.